Manufacturer narrative:
H3: analysis of the [recharger], model [37761], s/n [(B)(6)], revealed no anomalies were visually observed, frayed cord, tested-ok. Charged up recharger with no problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their recharger was not able to charge, so they couldn't charge their implantable neurostimulator (ins). Patient mentioned their implant had been dead for probably 2-3 days and they didn't feel the stimulation anymore (agent understood in the form of tingling sensations), so it usually took them a day or two for the real pain to hit back. When they went to recharge the ins, the battery was low and said it needed to charge from the desktop charger, but the recharger(insr) would not take a charge when plugged in. Patient inspected the desktop charger cord and said the connection pins were bent a little bit. The issue was not resolved. A request was sent to the repair department to replace the desktop charger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.